Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation performed through photographs: visual analysis identified: opening on posterior and is labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to the patient's concern with the product.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and "ruptured large area on posterior shell." Device has been explanted.